Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5077888. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent a delivery via c-section procedure on (B)(6) 2004 and the mesh was implanted vaginally when carried full term pregnancy. It was also reported that the future harm was occurred and the patient suffered permanent damage to organs. It was also reported that the mesh was explanted on (B)(6) 2012. Event outcome was hospitalization required. Additional information has been requested.